Manufacturer narrative:
Medical devices cont: sedr01 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with an old warning for low impedance and chronically high capture threshold the lead remains in use. No patient complications have been reported as a result of this event.